Event description:
A customer contacted beckman coulter inc., (bci) and reported that an unidentified liquid was found underneath the synchron cx9 alx instrument below the hydro area. No injury was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found probe rinse drain line occluded at elbow fitting to waste sump. The fse cleaned the waste sump and remove the fungal occlusions, and changed tubing vent filters. Hardware is the root cause for this event.